Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for 24 hours. All operating currents are within specification. The insulin pump passed self-test. No unexpected low battery or of no power alarms noted. No check settings alarm noted during test. Unable to confirm alarm in alarm history screen due to over written history file. The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform excessive no delivery test and occlusion test due to motor error alarms. The insulin pump was received with cracked reservoir tube lip and minor scratched display window.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error during basal delivery. The blood glucose reading was 104 mg/dl. The insulin pump also alarmed off no power with no low battery alert. The insulin pump had not been dropped, bumped, or exposed to a strong magnetic field. The customer had a MRI but stated that the insulin pump was removed. The battery was not previously used. The battery cap was not loose, cracked or damaged and there were no unattended alarms. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.